Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient got hospitalized on (B)(6) 2025 due to hyperglycemia event. The blood glucose level was 21 mmol/l at the time of event and the patient got treated with intravenous fluids of insulin.the duration of hospitalization was for 24 hours. No further information available.